Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Movement of implant housing. During revision surgery, the electrode array went out of the cochlea, that is why the user got a new implant. Reimplantation already took place with new device.